Event description:
It was reported that the device was used during a coronary artery bypass graft, and the tissue pad came off. It is unk if it fell into the pt, but the surgeon believes it came off during the cleaning process. The case was completed with another device. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.